Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: fold creases, yellow particles in device outer surface and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease sharp and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was of one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety-product/procedure.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.